Event description:
A caller reported that the insulin gauge on their pump displayed a different amount than expected, specifically showing 105 units instead of the expected 248.61 units, with a discrepancy greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. Customer support assisted the caller in reloading the same cartridge, and the pump subsequently displayed an increase of 180 units. The caller was advised to monitor the situation and report back if the issue persisted.